Manufacturer narrative:
Investigation summary: it was reported that a female patient in their seventies underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 350 ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient required one extra day in the hospital to recover from procedure and had the pericardial drain removed. Patient¿s outcome is fully recovered. The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly. The force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the catheter was deflecting correctly. Then, a cool flow pump test was performed, and it was found within specifications. However, during the patency test, it was observed that the tip irrigation holes were not flushing correctly. For this condition, the manufacture team performed an investigation in order to find the root cause. The investigation results showed that this issue is not related to the manufacturing process since the catheter was dissected and foreign material was observed inside the dome. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material found on dome surface is primarily composed of a biological-based material, presumably blood. Therefore, it was determined that the obstruction on the irrigation holes is not related to the manufacturing process. No evidence of such source of contamination on the manufacturing process was found. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30192551l number, and no internal actions related to the complaint was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a female patient in their seventies underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 350 ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient required one extra day in the hospital to recover from procedure and had the pericardial drain removed. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that the issue perhaps occurred when he was trying to manipulate the catheter from the left sided veins to the right side, he had difficulty and times of high force readings that maybe contributed to the perforation. Transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop during the ablation. The flow was set within default settings for thermocool® smart touch® sf bi-directional navigation catheter. No error messages were observed on any biosense webster, inc. Equipment. The visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2 mm for 3 sec, 3 gr for 25% of the time. No additional filters were used. The color option used prospectively was coloring index. The biosense webster, inc. Product analysis lab received the device for evaluation on june 27, 2019. Upon initial visual inspection, it was reported that there was no visual damage or anomalies observed.